Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During ladg, the nurse connected cartridge to adapter, checked jaws opening/closing and the cartridge indicator was illuminated. The surgeon clamped the tissue, pushed the green firing mode button and pushed the blue button, however could not fire the device at all and the cartridge indicator was flashed. Replaced by different device, then connected same cartridge described above, the firing was completed with no problem. The event occurred in use for patient. The status of the patient: no problem.